Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited longevity calculations of 3.5 years remaining to 2.5 years remaining in a span of 1 year due to high pacing threshold. This device remains in service. No adverse patient effects were reported.